Event description:
A report was received on 20 dec 2024 from the home therapy nurse (htn) of a 36 year old male patient with a medical history including hypertension, asthma and end stage renal disease, who stated the patient experienced increased heart rate, swollen face and labored breathing during a home hemodialysis treatment on (B)(6) 2024. Additional information was received on 20 and 23 dec 2024 from the htn who stated the caregiver ended treatment, patient was given oral diphenhydramine (benadryl), emergency medical services (ems) were called and the patient was transported to the hospital. The patient was discharged from the hospital in stable condition on (B)(6) 2024.

Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.